Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had the implant for bladder and she thought her implant in her back was not working right. The patient stated that she was going to a new health care professional who told her to get a representative out to check the implant. The patient mentioned that she had to go to the hospital the other night because she could not urinate and they put a catheter in but then took the catheter out. The patient reported that the patient programmer (pp) would not come on so she could not check the therapy status. It was stated that the patient thought the battery for the pp was low but she did not know. The patient did not have access to the pp because the pp was at home. It was also reported that the patient could feel the stimulation in her body but her pp did not work, even after changing the batteries. The patient had an appointment with their health care professional to get the device checked. No troubleshooting attempts were made due to lack of access to the product. There were no further symptoms or complications reported or anticipated.